Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p900949, was returned to the manufacturer for analysis. The returned positioner sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2018 and intermittent illuminator current/voltage low dating back to (B)(6) 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .676 millimeters (mm) with a passing threshold of .250mm. Previously reported code, b01, is applicable as well newly reported codes, c02, c07, c08, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown  h3) a manufacturer representative (rep) went to the site to test the imaging system.  Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer faulted". No patient present. Troubleshooting was performed, the rep accessed the ndi toolbox and found both the bump and temperature statuses were faulted. Ndi logs reported the bump and temperature statuses were triggered at the same time. The suspected issue was with the camera bump detector battery.